Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed for the reported lot. The query identified no other incidents reported for delivery catheter (dc) shaft bends, difficulty positioning the device, or failure/difficulty deploying the clip from this lot. The reported dc shaft bend and difficulty positioning the device was confirmed via returned device testing. The mandrel was noted to be bent. The difficult to deploy could not be replicated in a testing environment due to the condition of the received device. However, testing confirmed that the deployment mechanism of the coupler functioned as intended. In this case, although user technique does not appear to have influenced the dc shaft bend, it is likely that the dc shaft became bent due to tension placed on the device during the procedure (i.e. Patient vessel anatomy, curves applied to the system, stored torque). All available information was investigated and the reported dc shaft bend, resulting in difficulty positioning the device and difficulty deploying the clip appear to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issue that occurred with the clip delivery system, which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. While translating the delivery catheter handle forward, it was observed that the steerable sleeve would dive anterior. The system was brought back to neutral and stored torque was removed. The cds was then able to steer to the valve without issue. The leaflets were grasped with a good result. The actuator knob was turned 8 times counter-clockwise, but the clip did not deploy. The delivery catheter handle was turned back and forth, and the clip moved laterally, then deployed successfully. It was confirmed that the clip did not move from the intended target deployment area. One clip was implanted securely on the leaflets and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.